Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an extrusion of the electrode lead into the external ear canal. Further in situ measurements show three channels disabled due to undetermined reasons. In addition the active electrode was received incomplete. This is a final report.

Event description:
When the user was supposed to be implanted on the contra-lateral side (left side) in (B)(6) 2021, it was discovered that the electrode lead had extruded and was found in the external auditory canal. On (B)(6) -2021, the external auditory canal was repaired and the device was explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode migrated into the external auditory canal. Therefore, on (B)(6) 2021 the external auditory canal was repaired and the user was explanted.